Manufacturer narrative:
A ge service representative performed an on site investigation. The 5 volt power supply was replaced during the service call.

Event description:
The customer reported that the 9800 system would intermittently not fluoro. No pt injury was reported.